Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a recent re-implant due to infection, previously reported in MFR. Report 1644487-2016-00690. The patient was re-implanted in the back but he had figured out how to rub his back on the carpet and now the second generator is extruding from the skin. The second vns was removed on (B)(6) 2016 and will likely not be replaced. No additional relevant information has been received to date.